Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the tube clamp on the roller pump intermittently does not close. This has been an ongoing issue for the customer, date of occurrence unknown. The device was not changed out. The customer was using the roller pump for a standby for an off-pump case. They did not have to use the system. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.